Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06tb0, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The health care professional reported that the patient had a procedure 2 weeks prior to the report and stimulation was turned off. The patient turned stim back on (B)(6) 2015 but he still had incontinence issues. The patient felt stimulation and stim was increased to see if it would help the symptoms. There was a sudden change in therapy/ symptoms reported. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.